Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per communications, no further information could be obtained from this site. Without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the instructions for use documents revealed this failure mode was previously identified. The potential probable cause of this event is likely a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a manipulation under anesthesia was performed due to arthrofibrosis.